Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported having a frozen implantable neurostimulator recharger (insr) screen on (B)(6) 2017. The patient was charging and their insr stopped working, went blank and was beeping once every 15-20 seconds which was later clarified to be every 5 seconds. The steps to reset their insr including unplugging the insr from the ac power source, using a small flat head screwdriver to remove the plastic antenna cover, and inserting a small pin/paperclip into the reset hole were reviewed with the patient. The patient confirmed that they felt the reset button depress/release and saw the splash screen. The issue was resolved at the time of the report. There were no patient symptoms reported and no complications reported. Additional information was received from the consumer regarding the patient. It was reported that when the patient was recharging their battery they kept losing "capture" between the 2 devices. In addition, when they were able to capture/sync the two they were getting 0 bars. They stated that the recharger would beep when capture was lost. The patient kept repeating "recapture" several times every 5-10 minutes. They noted that the recharger was not attached to the wall outlet or power converter. Since the initial failure, the patient had used the recharger 1 time with it plugged into the wall outlet. They were only able to get 6 to 8 bars at best, but they were able to fully charge the implanted battery. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they did not have any symptoms related to their coupling and communication issues. They mentioned that these issues occurred the first time they were recharging in (B)(6) 2017, shortly after their implant date of (B)(6) 2017. They noted that their recharger stopped recharging their implant. The patient stated that they contacted their manufacturing representative, who then called patient services in order to do troubleshooting with the recharger. They added that their coupling and communication issues resolved after resetting their recharger. They noted their weight at the time of the event was (B)(6), and indicated that their weight has no impact to the performance of their device. No further complications were reported.